Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements. The measurement was reported as greater than 2,000 ohms, and the clinic requested a report showing the actual impedance values. The report indicated the measurements were trending to approximately 2,900 ohms. It was noted that the high impedance measurements were also observed with the patient¿s previous device. No intervention was planned, and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.